Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed product analysis was unable to take place related to the device being reported as missing since (B)(6) of 2012. Several attempts to locate the device were made without success. If the pump is found, analysis will be performed.

Event description:
It was reported that the pump and catheter were replaced due to several motor stalls and a subsequently found catheter occlusion. The patient's pump had several motor stalls, all which had recoveries varying from less-than to more-than 2 hours. The patient was given oral meds to control pain. It was not clear if the patient's therapy was inadequate, or if the oral pain medications were given prophylactically. The pump was replaced as well as the catheter. Upon pump replacement, intra-operative catheter testing found the catheter to be occluded. It was noted that a catheter dye study was attempted several weeks prior to the replacement and no cerebrospinal fluid (csf) could be aspirated at that time either. Following the event, the patient status was reported as "alive- no injury/no adverse event". The reporter stated there were no patient symptoms/injuries related to this event. The medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device analysis was performed; the device location is uncertain.